Event description:
A person in the operating room reported hearing a hissing sound. The end of the cord that is connected to the instrument came off and flew across the room. No sparks or inury was reported. The instrument is available for return and evaluation.